Manufacturer narrative:
Was returned with the helix extended and deformed. Induced cuts were noted on the lead body approximately nine centimeters (cm) from the is-1 terminal end. This damage was likely due to using surgical tools during the explant procedure. The lead failed a continuity testing, and an x-ray performed indicated the conductor had been cut as well. The allegation made against the lead was not confirmed through product testing, the failed electrical testing was due to induced damage.

Event description:
It was reported that this right atrial (ra) was fractured and exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) was fractured and exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.